Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4920296,I,SI,5,Edwards SAPIEN,9000TFX23,2993;4955752,I,SI,0,Edwards SAPIEN,9000TFX23,2993;4955752,I,SI,0,Edwards SAPIEN,9000TFX23,3190;4955752,I,SI,0,Edwards SAPIEN,9000TFX23,2993;4970858,I,SI,0,Edwards SAPIEN,9000TFX23,3190;4991690,I,SI,3,Edwards SAPIEN,9000TFX23,2993;5010998,I,SI,0,Edwards SAPIEN,9000TFX26,2993;5010998,I,SI,0,Edwards SAPIEN,9000TFX26,2993;5015209,I,SI,1,Edwards SAPIEN,9000TFX26,2993;5017022,I,SI,0,Edwards SAPIEN,9000TFX26,2993;5017135,I,SI,1,Edwards SAPIEN,9000TFX26,2993;5047662,I,SI,0,Edwards SAPIEN,9000TFX23,2993;5049270,I,SI,7,Edwards SAPIEN,9000TFX23,3190;4931168,I,SI,5,Edwards SAPIEN,9000TFX26,3190;4931168,I,SI,4,Edwards SAPIEN,9000TFX26,2993

Manufacturer narrative:
EXEMPTION NUMBER E2016006, THIS REPORT SUMMARIZES THE 15 SERIOUS INJURY EVENTS. COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN VALVE). ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY. ALTHOUGH THE DEVICES WERE ENTERED AS SAPIEN VALVES, IT IS BELIEVED THE DEVICES WERE ENTERED IN ERROR. THIS IS DUE TO THE FACT THAT AT THE TIME OF IMPLANT, THERE WERE NO SAPIEN VALVES AVAILABLE FOR IMPLANT WITH USEABLE SHELF LIFE. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WITH THE NOE TAGS PENDING FINAL MIGRATION FROM THE ESUBMITTER TEST ACCOUNT TO ESUBMITTER PRODUCTION ACCOUNT.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR NOVEMBER 20TH, 2018 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN VALVE.